Manufacturer narrative:
Reference record: (B)(4). Catalog number is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced abdominal pain and purulent exudate. The patient went the emergency room and was diagnosed with a pneumoperitoneum and a small abscess in the stomach. The patient was treated with 1gm of amoxicillin / clavulanic for one week. It was reported that the tubing was removed due to the persistent infection with exudate despite the antibiotic treatment.

Manufacturer narrative:
Reference record (B)(4). Additional information received in event. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 09 may 2019: the opening of the another stoma was postponed until the infection resolves.